Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported that the patient is having trouble recharging. The patient said they cannot get any bars on the recharger. The rep is meeting with the patient on (B)(6) 2018. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-jun-10. It was reported that the rep met and educated the patient on how to get the numbers, so he could determine if he was getting a good coupling. The patient was then advised to go home and immediately recharge, so the implantable neurostimulator (ins) would not go into discharge. On the following day, the rep reported that the patient was able to recharge to full and using the antenna locator (al) had been helpful with coupling. There were no further complications reported or anticipated.